Manufacturer narrative:
Lead model 3093-28, lot# v779498, implanted: (B)(6) 2011; programmer model 3037, serial# (B)(4).

Event description:
It was originally reported that the patient had increasingly worse frequency. She was not able to leave the house due to going every 5-10 minutes. She felt a little stimulation but when she tried to increase the stimulation she felt overstimulated. She changed programs from 1 to 3 and felt stimulation comfortably at 2.4 v. It was later reported that she experienced a loss of therapeutic effect. Group 3 worked up until last evening when she had extreme leakage and soaked up '14 towels' with urine. She was weak and 'could hardly walk' due to loss of fluids. She changes from group 3 to 4 and increased up to 4 v. Additional information has been requested.